Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the returned screw was confirmed to have damage on the threads consistent with cross threading of the blocker. When the blocker is cross threaded and is torqued into the tulip, the tulip can splay slightly, which can lead to slipping of the threads during tightening. Furthermore, the multiple indentations on the screw head, suggest multiple tightening attempts. No issues were identified during manufacturing review. A likely scenario is that the first attempt resulted in cross threading which deformed the tulip with subsequent attempts resulting in slippage of the threading. Conclusion: the most likely cause of the reported event is cross threading of the blocker during insertion.

Event description:
It was reported that during xia3 surgery, the surgeon inserted screw in th10/iliac. The surgeon performed the final tightening the blocker by torque wrench. However the blocker (the blocker of the screw inserted in iliac.) Idled. Therefore the surgeon removed the screw. The surgeon changed the screw to brand-new product, and the offset connector was used.

Event description:
It was reported that during xia3 surgery, the surgeon inserted screw in th10/iliac. The surgeon performed the final tightening the blocker by torque wrench. However the blocker (the blocker of the screw inserted in iliac.) Idled. Therefore, the surgeon removed the screw. The surgeon changed the screw to brand-new product, and the offset connector was used.